Manufacturer narrative:
The actual lot number pertaining to this device was unknown. However, two possible lot numbers were submitted for review: lot gfvg1844 and lot gfvg2231. The device history records for both lots were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. Both lots met all release criteria. There was nothing seen in the dhrs to indicate that there was a mfg related cause for this event. The filter has been returned for eval. The investigation is currently underway.

Event description:
It was reported an ivc filter was inadvertently implanted within an accessory vein. Reportedly, the ivc filter was removed without incident and another ivc filter was implanted through the same access site without further incident. No report of injury to the pt.